Event description:
It was reported that after one week of uneventful use of the iab, the pump alarmed and blood began to enter the helium tubing. The iab was removed and replaced without any complications.